Manufacturer narrative:
Initial reporter's phone #: (B)(6). Results bd japan received samples and photos were received by the manufacturer from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage from the bottom of the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked from the bottom of a 2ml 13mm x 75mm bd vacutainer® k2edta tube during blood collection. Bdj found defective molding on the bottom of the tube. No serious injury or medical intervention reported.